Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump squirted out insulin and alarmed during the manual prime. The drive support cap did not appear to be damaged and was not pressed while the insulin pump was connected. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test and gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery alarm tests due to the alarm. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.